Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The device met 81% of expected longevity at the recommended replacement time (rrt). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the longevity calculation equals 80%. The battery depletion curve equals 96%. And the projected longevity at rrt (recommended replacement time) equals 84%. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device lasted only four years with normal settings and no shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.